Event description:
Customer reportedly received the following results on the aviva system within 1 minute after eating a roll of lifesavers and drinking orange juice: 353 mg/dl and 80 mg/dl. No actions taken based on device results. No adverse event reported. Review of storage, handling, dosing, and technique was performed. Customer does not always wash hands. Agent advised on hand preparation. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.